Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip burned out at 45,430 joules of use. The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber cap remains intact and attached; exhibits drilled through condition. The cap was exhibits mild detritus, char, devitrification and melted glass. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition has the potential for a forward firing condition of the side-firing surgical fiber. The most probable root cause that contributed to this failure was suspected to be related to heat accumulation due to anatomical/procedural factors encountered during the procedure; cap wear was accelerated limiting the performance of the fiber.